Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2017, it was reported that the patient experienced high blood glucose level of about 500mg/dl and got hospitalized for 5 days. The primary diagnosis provided on patient discharge summary from patient most significant injury that resulted in hospitalization was diabetes mellitus with hyperglycemia. The permanent condition attributed to patient most significant injury was heart now only has 40-45% function as a result. Patient was having morning coffee when started to feel shortness of breath and heart began to race. Checked blood sugar realized that it was reaching 500. She called her husband and asked to come home. Once he arrived, he immediately called an ambulance and took my blood pressure. After multiple attempts blood pressure was unreadable. Emergency medical services (ems) arrived and took over shortly after and transported the patient to the hospital. Oral medication was received as corrective treatment. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: united states.